Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a resume pump alarm shortly after performing a routine supply change. The customer was unable to confirm if the done button was pressed on the load menu. Tandem technical support confirmed that there were no other alarms in the pump history for the event date. The customer resumed insulin delivery. The blood glucose (bg) level was 134 mg/dl. The customer reported a high and low bg level for this date. The high bg (247 mg/dl) occurred as the customer had forgotten to deliver a bolus after consuming a meal. A bolus via the pump was delivered to address the high bg. A low bg (63 mg/dl) occurred as the customer had not eaten and the basal rate could have caused the low bg. Juice and food were consumed to address the low bg. Tandem technical support advised the customer to discuss the events with a healthcare provider.